Event description:
No backup alarm.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received the patient information from the time of the event was unknown. The field service engineer (fse) went to the customer site and confirmed the backup alarm failed error message when powering on the ventilator. Per the v60 service manual, the central processing unit (cpu) printed circuit board assembly (pcba) was replaced. The fse completed a performance verification test (pvt) and the device passed all the included tests. The device was returned to the service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on this new information and the fact the issue was identified during power on self-test, this issue is now considered not reportable, since this issue would always be discovered prior to placing on patient.